Event description:
An ultralink meter was reading inaccurately high compared to her feelings and/or normal results. The medical surveillance specialist spoke with the pt, and obtained the following info. The pt reported that the alleged inaccuracy began approx 3 days prior to contacting lfs. The pt claimed she began to consistently obtain a message of "hi" with the subject meter. Per the onetouch ultralink owner's booklet, this message indicates that the subject meter detected a blood glucose greater than 600 mg/dl. Prior to when the alleged issue began, the pt confirmed that she had developed symptoms of a dry mouth and frequent urination, but did not feel her blood glucose was greater than 600 mg/dl. On the late evening of the event (between 11:30pm and midnight) the pt reported that she tested with the subject meter and obtained the same message of "hi." In response to the message, the pt claimed she took an increased dose of insulin (30 units of novolog) based on her sliding scale in addition to her usual dose of oral medication (1000mg of glucophage). Approx 5.5 hours later, the pt stated that her husband found her cold, clammy, sweaty, and unresponsive (passed out) and contacted emergency medical services. The pt denied being tested with the subject meter at the onset of symptoms. When emergency services arrived, the pt reported that her blood glucose was "20 mg/dl" when tested with the emt device and was immediately treated with IV glucose. The pt reported that she "came around" after the treatment. At the time of troubleshooting, the customer care advocate (cca) noted that the control solution test fell outside of the specified range. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.